Manufacturer narrative:
Date of event: exact date unknown, event occurred a day after the trial date.

Event description:
It was reported that the patient was experiencing procedure pain and developed a hematoma that caused numbness in the feet. The trial lead was pulled out and will not be returned. The patient is currently in the hospital for observation.